Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation. This report is associated with MFR report number: 1.3005168196-2023-00199. H3 other text : placeholder.

Event description:
The patient was undergoing a thrombectomy procedure in the distal posterior tibial and anterior tibial arteries using indigo system catrx aspiration catheters (catrx), a non-penumbra sheath, and a guidewire. During the procedure, the physician experienced resistance while advancing the catrx to the target location and subsequently, the catrx fractured near the rapid exchange lumen, but still intact. Therefore, the catrx was removed from the patient. It was reported the same issue occurred with a second catrx and the second catrx fractured near the rapid exchange lumen, but still intact. Therefore, the second catrx was also removed from the patient. The procedure was completed using a thrombolytic catheter and the same sheath. There was no report of an adverse effect to the patient.

Event description:
The patient was undergoing a thrombectomy procedure in the distal posterior tibial and anterior tibial arteries using indigo system catrx aspiration catheters (catrx), a non-penumbra sheath, and a guidewire. During the procedure, the physician experienced resistance while advancing the catrx to the target location, and subsequently, the catrx kinked near the guidewire lumen. Therefore, the catrx was removed from the patient. The physician then advanced a second catrx to the target location. The second catrx fractured at the proximal shaft. Therefore, the second catrx was also removed from the patient. The procedure was completed using a thrombolytic catheter and the same sheath. There was no report of an adverse effect to the patient.

Manufacturer narrative:
Please note that the following section was updated on this follow-up #01 MFR report: 3005168196-2023-00200. 1. Section b. Box 5. Describe event or product problem. Evaluation of the returned catrx could not confirm the reported fracture near the guidewire lumen. Evaluation revealed that the catheter was fractured on its proximal shaft. If the catrx is advanced against resistance, damage such as a kink and subsequent fracture may occur. Based on the reported complaint, the root cause of resistance could not be determined. The proximal fractured segment was not returned for evaluation. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report number: 1.3005168196-2023-00199 h3 other text : placeholder.